Event description:
Caller reported an occlusion alarm, but cts was unable to verify the alarm number in pump history. In response, the customer changed the infusion set and cartridge and resumed insulin. The impact on the customer's blood glucose level was not reported, as the caller declined to provide this information. No additional information was received regarding the outcome of the event.